Event description:
It was reported during a routine checkup that the cardiosave intra-aortic balloon pump (iabp) alarmed electrical safety 14. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and to replace the motor (scroll compressor) because of power-up test fails 14 (prior compressor failure etf). The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.